Manufacturer narrative:
Concomitant device(s): swartz introducer, swartz introducer, brk transseptal needle, flexability ablation catheter, tacticath quartz ablation catheter. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided so a review of the device history record (DHR) was not possible. Based on the information received, the cause of the reported incidents could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3005334138-2020-00144, 3005334138-2020-00145, 3008452825-2020-00176, 9680001-2020-00016, 3005334138-2020-00146. In an article published in wiley, journal of arrhythmia, titled, "the impact of the presence of left atrial low voltage areas on outcomes from pulmonary vein isolation" by ahmed-jushuf, fiyyaz et al.: four (2.5%) patients experienced major procedural complications comprising of a mitral valve injury because of the multipolar mapping catheter entrapment (n = 1), pericardial effusion requiring percutaneous drainage (n = 2), and a right leg pseudoaneurysm (n = 1).